Event description:
It was reported that the customer experienced a blood glucose (bg) level between 28-110 mg/dl a seizure and a loss of consciousness. Customer bit their tongue during seizure. The cause of low bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated via intravenous dextrose. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.